Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring. (B)(4).

Event description:
The customer reported via phone call that the top of the reservoir was broken and damage. The customer¿s blood glucose was unknown at the time of incident. The customer stated that reservoir was able to lock in place when inserted into place. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.